Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window, stained end cap sticker, and shifted end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had physical damage. The reservoir compartment is broken. Customer woke up and found the reservoir loose and it came out of the device. Customer's blood glucose was 25 mg/dl. Customer agreed to return the device for analysis.